Event description:
It was reported that the user was unable to remove the connector luer and requested assistance with a complete supply change. User education and troubleshooting were provided remotely, and the user subsequently completed the supply change successfully with blood glucose reported at 81 mg/dl. No reported adverse physiological effects. Outcomes included no reported impact on health, no medical intervention, and no alarms. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the issue was resolved through user education, with no device malfunction confirmed. It was concluded that the event was related to use difficulty and that continued monitoring and user support were sufficient.